Event description:
There was an allegation of questionable calcium gen.2 results for 2 patient samples on a cobas 8000 c702 module. On (B)(6) 2025, sample 1 had an initial result of 1.77 mmol/l. The sample was repeated twice and the results were 2.26 mmol/l and 2.26 mmol/l. On (B)(6) 2025, sample 2 had an initial result of 1.76 mmol/l. The sample was repeated twice and the results were 2.25 mmol/l and 2.25 mmol/l.

Manufacturer narrative:
The reagent lot number is 898956. The field service engineer (fse) found a clogged vacuum nozzle, a misadjusted reagent needle, and a contaminated sample probe. The fse cleaned the vacuum nozzle, adjusted the reagent needle, and decontaminated the sample probe. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.